Event description:
During a clinical case, the physician was using the freezor xtra catheter and a sl 8fr sheath in the transseptal approach and noticed error messages; he changed the coaxial umbilical and the catheter. At the fourth freeze, the system work fine and after more freezes, the pt developed a pericardial effusion due to perforation in left atrium. The procedure was aborted and the pt sent to the oparating room to repair the perforation. The pt is recovering. This is a serious injury because the ablation terminated early and further medical intervention was required; the pt was sent to the operating room to solve the pericardial effusion.